Manufacturer narrative:
Journal reference: lind et al. "Drug-enhanced spinal stimulation for pain: a new strategy" acta neurochir suppl /2007/97/1/57-63.

Event description:
Journal reference: lind et al. "Drug-enhanced spinal stimulation for pain: a new strategy" acta neurochir suppl /2007/97/1/57-63. The article describes a study involving a series of 48 patients being treated with a combination of spinal cord stimulation (scs) and intrathecal drug delivery (baclofen) for pain associated with neuropathic peripheral nerve lesions. Some patients received scs and intrathecal drug delivery while some only received intrathecal drug treatment. A number of complications were included in the article. Six patients being treated with intrathecal drug delivery (baclofen) for pain experienced unspecified side effects; mostly diarrhea, weight gain, slight numbness and heaviness of the feet. No treatment or outcome information was provided.